Event description:
Customer reported via phone call that newly replaced insulin pump had ghosting on every area of display screen. It was also reported that battery cap made a graining sound when screwing on. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No display anomaly was noted. The insulin pump was received with stripped battery cap threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.